Event description:
It was reported, video system center exhibited that the image disappears, and only green bars were visible. The issue occurred during preparation for a diagnostic gastroscopic procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device inspection and the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's reportable malfunction of no image was not confirmed. However horizontal stripes were found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for "no image" could not be determined since the event was not reproduced. However, it is likely that horizontal stripe appeared due to faulty main board. Olympus will continue to monitor field performance for this device.